Event description:
It was reported by a customer on (B)(6) 2010 there was a fiber card failure at the beginning of the procedure. Additional info provided stated the customer was anesthetized during this time however the physician made the decision to postpone the procedure following the potential fiber card failure. The pt outcome provided by the customer indicated there was no injury sustained by the pt.